Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007; batch no: 21015705. It was reported that when an rn was priming the line with saline, she noticed that the liquid was not going through. During infusion rn +patient noticed liquid is leaking from where the blue port is connected to the silicon part (pump segment) of the tubing. When rn was priming the line with saline she noticed liquid does not go through.

Manufacturer narrative:
The following fields were updated, due to additional information: d.10: device available for eval? Yes; d.10: returned to manufacturer on: 4/15/2021. H.6. Investigation: two used primary sets, model 2420-0007, lot#: 21015706, and a bd extension set was received by the customer for investigation. Tubing and an ICU medical spiros connector was also attached to the drip chamber spike. No defects were visually observed. The non-bd spiros connectors were removed. And all three samples were primed and functionally tested. No occlusions or fluid flow issues were observed, during the infusions. The customer complaint that the liquid was not going through could not be confirmed. A device history record review for model: 2420-0007 lot number#: 21015706 was performed. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set.

Event description:
It was reported, that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 21015705. It was reported, that when an rn was priming the line with saline, she noticed, that the liquid was not going through. During infusion rn +patient noticed, liquid is leaking from where the blue port is connected to the silicon part (pump segment) of the tubing. When rn was priming the line with saline. She noticed, liquid does not go through.